Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting loss of capture. Right ventricular lead dislodgement was suspected and the lead was surgically capped. Additional information was provided that there was stenosis in the venous trunk; therefore, a new transvenous defibrillation lead could not be implanted in the same area. The physician elected to explant the implantable cardioverter defibrillator (ICD) and implant a new system in a new pocket site. It was reported that the ICD was apart of a recent advisory/recall; however, there were no clinical obserations related to the device. No adverse patient symptoms were reported.